Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please clarify if the anvil was difficult to attach to the device? Yes. Or if the adjusting knob was moving freely during the firing of the device? No further information is available.

Event description:
It was reported that during am open total gastrectomy, the trocar was moved into the housing easily when it contacted to the anvil while the surgeon tried to attach the trocar to the anvil. The device intended to be used between the esophagus and the jejunum. Since the issue was not resolved, the surgeon fixed the adjusting knob by his hand to fire the device. After the firing, it was found that the mucous membrane was damaged, and the deployed staples were not formed properly. The surgeon used the replacement and anastomosed without changing the procedure even though the mucosal damage around the anastomosis was confirmed. There were no adverse consequences to the patient. The patient is stable. No further information is available.